Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with their implantable cardiac monitor that was undersensing. The device was in the breast tissue and would lose sensing when patient was on their right side. The patient would be further monitored. The patient was stable.